Event description:
A customer reported an altitude alarm 21 on their pump. There was no adverse impact to the customer's blood glucose level. The customer did not have to replace the cartridge and was able to resume insulin delivery with the original cartridge after receiving tips from technical support for preventing altitude alarms.